Event description:
The customer's mother called and reported the insulin pump was badly damaged, after it was run over. Customer's blood glucose was not known. The device was cracked and broken in a few pieces. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a totally destroyed case, electronic assembly, and motor.